Event description:
The complainant alleged that during incoming inspection of the product the device energy output is out of specification. The complainant indicated that there was no pt involvement with this reported malfunction.